Manufacturer narrative:
B5./d6b/f10/h6 corrected data - the initial MDR inadvertently didn't report that the patient's generator was explanted.

Event description:
The patient's generator was replaced prophylactically. No further relevant information has been received to date. The explanted generator hasn't been received to date.

Event description:
It was reported in clinic notes that per the patient's mother, the patient was at hospital over the weekend because of seizures and they think the cause is the vns needs to be changed. The patient's generator was checked and was functioning normally. Battery was at 5-11% remaining. Per device design, the generator provides programmed therapy until end of service -yes (0% remaining). No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.